Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac chambers procedure was performed when the issue happened, and procedure was completed as planned by using the wireless footswitch. A philips field service engineer (fse) inspected the system onsite and found no reported issue with the wireless foot switch. No failure was identified and the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wireless footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.